Event description:
Two blood leaks occurred with lot no. 618h8u-p in one pt. The first case was at the 9th reuse and another was at the initial use. The total blood loss was approx. 300cc from the first incident, since the blood was not returned to the pt. There was almost no blood loss in the second incident, since the blood was returned. The pt was well and no medical treatment was given.